Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead alert for high undefined pacing impedance on the lv1 to can configuration triggered. It was noted the lv1 to can configuration was not currently in use and upon review of the patient at the clinic, the impedances were trending back down and more stable. The lv lead remains in use. No patient complications have been reported as a result of this event.